Event description:
It was reported to covidien in 2009 that a customer had an issue with a needle. The customer reports when the clinic took off the needle cap, the needle hub had only a very short cannula, and that the cannula was broken when they opened it.

Manufacturer narrative:
Submit date: 2/9/2009. An investigation is currently underway; upon completion, the results will be forwarded.